Event description:
It was reported that there was no capture and oversensing on the right ventricular (rv) lead. The lead was capped and replaced. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cocomitant products: 5568 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was no capture on the right ventricular (rv) lead. The lead was capped and replaced. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.